Event description:
A patient reported experiencing inaccurate erratic results with an ot basic original meter. The patient's blood glucose results were hi mg/dl (using 600mg/dl for the value of hi mg/dl), 73mg/dl, 77mg/dl. Tests were done less than 10 minutes apart with a difference of 125%. Patient did not experience any adverse events. No further information has been reported.